Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm or strange motor noise noted. The drive/motor was inspected and no drive/motor anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump had an intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer heard a strange sound coming from the insulin pump. In the alarm history a button error alarm was found. The insulin pump's battery life was less than one week, even after the battery cap was changed. The customer's blood glucose level was 144 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.